Manufacturer narrative:
Approximate age of device ¿ 3 years and 2 months. The pump was not returned for evaluation as it was not explanted. A direct relationship between the device and the reported event could not be determined. The instructions for use lists stroke as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient expired due to a massive embolic stroke and was comatose. It was also reported that the lvad operated as expected and the pump would not be returning for evaluation. Further information regarding the events that occurred prior to the stroke was requested but none was provided.